Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had missing o ring from reservoir. Customer stated that the insulin pump had rejected new batteries and after changing batteries date and time got reset. Information about reservoir been locking in place was not provided. Customer declined troubleshooting. No harm requiring medical intervention was recorded. The insulin pump will not be returned for analysis.